Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states something on the right side broke and the right side won't lock into place. Swings all the way out. MDR filed.